Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise. No intervention was performed. No patient consequences.

Event description:
New information notes that the programming changes were made. No patient consequences.

Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.